Manufacturer narrative:
Continued initial reporter phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Hcp reported right-side "patient presents symptoms of grade 4 capsular contracture, breasts with a misshapen aspect and a lot of pain and discomfort", "benign calcifications" and "ultrasound study showed a simple cyst." Device remains implanted.